Manufacturer narrative:
Submit date : 01/06/2010. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the pt noted on (B)(6) 2010 that the quinton permcath catheter was leaking. It is further reported that the pt had catheter removed and replaced on (B)(6) 2010.